Manufacturer narrative:
Patient reported that she had a steroid shot the day prior to starting v-go; furthermore, patient believes that to be the cause of her blood sugar being elevated. Per the patient a couple of days after starting v-go she had checked her blood glucose level and it was reportedly 584. Patient stated that she then went to the hospital and the v-go device was removed and discarded. Patient stated that they checked her blood glucose level while at the hospital and advised she was told her blood sugar was off the charts. Patient stated that she was hospitalized for two days and upon following-up with her hcp they discontinued her v-go therapy. There is no allegation of device malfunction. The device was not returned for evaluation. Root cause cannot be determined with the information provided; however it is likely the steroid injection the day before is a contributing factor.

Event description:
Patient reported that she had a steroid shot the day prior to starting v-go; furthermore, patient believes that to be the cause of her blood sugar being elevated. Per the patient a couple of days after starting v-go she had checked her blood glucose level and it was reportedly 584. Patient stated that she then went to the hospital and the v-go device was removed and discarded. Patient stated that they checked her blood glucose level while at the hospital and advised she was told her blood sugar was off the charts. Patient stated that she was hospitalized for two days and upon following-up with her hcp they discontinued her v-go therapy. There is no allegation of device malfunction. The device was not returned for evaluation.